Manufacturer narrative:
Based on review of the file, this report was updated from a malfunction to a non-reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, the event occurred during a transanal total mesorectal excision, but the device was not used on the patient. The patient is well.

Manufacturer narrative:
Product analysis #(B)(4): analysis being performed by engineering. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the handle was not able to recognize the reload. The stapler was not able to fire. The device sterilization method is autoclave and the type of cleaning is auto washer.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device .no visual or functional abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.